Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl and 130 mg/dl. The patient felt cold, tired and dizzy, after eating some biscuits she felt better with a blood glucose level of 104 mg/dl.